Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. A similar reading of 102 as the customer reported was found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 102 mg/dl and 26 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2009. Subsequently, the glenosphere and taper adaptor disassociated from the glenoid baseplate and a revision procedure was performed on (B) (6) 2010 to remove and replace the glenosphere and taper adaptor.